Manufacturer narrative:
The calcium gen.2 reagent lot number is 898956. The expiration date was requested, but not provided. On the field service engineer's initial service visit, he inspected the module, replaced the vacuum and water block solenoid valves, and verified the functions of the nozzles. He performed a successful precision check. On his follow-up service visit, he replaced the wash unit tubings. The investigation is ongoing.

Event description:
The initial reporter received questionable calcium gen.2 results from three patient samples tested on the cobas 8000 c702 module. The following are examples of discrepant results for two patient samples: on (B)(6) 2025: patient sample 1 the initial result was 1.54 mmol/l. The repeat result was 2.12 mmol/l. On (B)(6) 2025: patient sample 2 the initial result was 1.80 mmol/l. The repeat result was 2.23 mmol/l. The initial results were not reported outside of the laboratory, as they were deemed unstable.

Manufacturer narrative:
Since several service actions were performed, the specific cause of the event could not be determined. The customer had no further issues. The investigation determined that the service actions resolved the issue.